Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "smartsite extension set with 0.2 micron low protein binding filter is leaking while administering medications. Two different sets used and both were faulty. Reference number for product is: (B)(4)." There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking set was confirmed on both extension. Visual inspection of the 1st set, it was noted that the tubing kink resistance had a slice cut that almost separated from the micron filter inlet port. Visual inspection of the 2nd set, it was noted that the female luer had a vertical hair line crack that measured 0.630 inches long. Visual inspection of the luer (cavity 45) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing on the 1st set was confirmed as the syringe was depressed and a leak was observed as fluid flowed through the cut tubing. No leaks were observed on the micron filter. Functional testing on the 2nd set was confirmed as syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer. The root cause of the reported leak was identified as being caused by damage on the tubing kink resistance. The slice cut is consistent with damage of a box cutter or a sharp object being used to open the packaging. The cause of the leak was identified; as a crack female luer on the 2nd set. The root cause of the cracked luer was a manufacturing related issue.